Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damage monitor and exposed wires) was confirmed. Upon investigation the monitor failed incoming functionality testing, specifically a baseline test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector.. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was damaged and had exposed wires.